Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and display did not align and would not calibrate. It was also indicated that the media bay door was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus was about an inch off. The more it was used the worse it would get and calibration did not help. The programmer was returned for service. No patient complications have been reported as a result of this event.